Event description:
Customer used brush and bristles came out in their mouth causing them to choke and vomit. Their partner helped them as bristles got caught in their mouth and helped her rinse her mouth. Customer visited doctor due to having a very irritated throat and have been prescribed a benzydamine mouth wash for the pain and inflammation.